Manufacturer narrative:
Sc-2317-50 (sn (B)(6)). The returned leads were analyzed and visual (microscope) and x-ray inspection revealed that multiple cables were completely broken at the bent/kinked location of the leads, which was 2cm from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. With all the available information, boston scientific concludes that the reported allegation of lead damage was confirmed and the cause of the broken cables was due to mechanical stress from possible flexing of the lead at the exit point of the clik x anchor.

Event description:
It was reported that patient had inadequate pain relief. Fluoroscopy was done and confirmed that the lead migrated and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7080861.

Event description:
It was reported that patient had inadequate pain relief. Fluoroscopy was done and confirmed that the lead migrated and had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.